Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-45, lead, implant date: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance levels and chronic high thresholds. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.